Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer "froze" screens upon boot-up and that it would not print to the full-size printer, although, it was further noted, that the printer "works fine." The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printer was not working. Analysis was unable to confirm the reported event of device lock-up. The hard drive was reconfigured and software was reloaded. Product ID 2067 radiofrequency head.